Manufacturer narrative:
H11. Additional narrative: updated sections b4, b5, b7. Updated sections g3, g6. H11. Corrected data: per additional information received, the failure of the bioprosthetic aortic valve was due to bacterial endocarditis and not due to a deficiency in the device. Based on the information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 25mm 11500a aortic valve was explanted after an implant duration of 2 months, 7 days due to staphylococcus epidermidis endocarditis. The explanted valve was replaced with a 23mm 11060a aortic valved conduit. Per medical records, the patient presented with diastolic hf nyha iii. Echo showed severe ai, mild thicken leaflets. Blood culture were positive for staph epi and appears to have endocarditis. The patient underwent redo avr with aortic root replacement, CABG x1, and right posterior pericardial window. Intraoperative findings, the prior valve was removed and noted to be dehisced with a large area of pvl where it had come off the patch and annulus. Patch and valve appear to have some subacute infectious process. The patch and valve and all material were removed. The 23mm avc was implanted with pledgeted sutures and reinforced with bovine pericardial strips as the tissue was poor. ECMO was placed for additional support, and the patient was able to wean from bypass. After hemostasis was achieved, the patient was transferred to the ic in stable condition with the chest open. On pod #26, the patient was discharged. Per pathology report, the aortic valve bioprosthesis had acutely inflamed granulation tissue. No bacteria were seen with the gram special stain and no fungal forms with pas stain. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned through the implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of 2 months, 7 days due to unknown reason. The explanted valve was replaced with a 23mm 11060a aortic valved conduit. The patient was transferred to the CT-ICU post-procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.